Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8 mm force bipolar instrument; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm force bipolar instrument stopped cauterizing and was observed to have a broken cable. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: there was no breakage from the distal end of 8 mm force bipolar instrument. A broken cable was observed on the instrument during central processing however, customer was unsure if it was a grip cable or a conductor wire. There was no information provided if customer had observed a damaged insulation. It was stated that staff was complaining about having no cautery on the instrument but did not provide information on the type of cable breakage. There were no abnormalities on the instrument such as misaligned jaws; grip tip sticking out or inability to straighten the instrument wrist. There were no reports of fragment(s) falling into the patient's anatomy. Photographic images or video recording of procedure was not available for review. The instrument was available for evaluation. Patient related information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm force bipolar instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken conductor wire at the amplification pulley. The instrument failed an electrical continuity test, confirming a complete break in the wire. No signs of thermal damage were observed. The probable root cause of conductor wire breakage is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9. Correction : h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.